Event description:
It was reported that during testing, the nim patient interface boxes are unable to establish wireless communication upon boot up of nim console. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied codes of fdm b17 and fdr c20 are no longer applicable for product ID: nim4cpb1, serial/lot #: (B)(6). H3: device analysis of product ID: nim4cpb1, serial/lot #: (B)(6) did not identify any fault. Correction in h3: device analysis of product ID: nim4cpb1, serial/lot #: (B)(6) did not identify any fault. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the right dock pi had connection failure due to a defective pmb pcba. H6: previously applied codes of fdm b17, fdr c20 and fdc d16 are no longer applicable. Previously applied additional code of img g02030 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: codes of fdm b01, fdr c0201 and fdc d20 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6) h3: previously applied codes of fdm b17, fdr c20 and fdc d16 are no longer applicable for product ID: nim4cpb1, serial/lot #: (B)(6). H3: code of fdc d20 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). H3: previously applied code of fdc d16 is no longer applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Correction in section a: patient details have been updated as there was no patient involved in the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.